Event description:
This 56 year old female with a history of breast cancer recently noticed deformity of her reconstructed breast. Her original surgery was done at another facility, but she chose to have the implant removed at this facility. During surgery, the implant was noted to be ruptured with free silicone gel being present in the tissues. The gel and remains of the ruptured prosthesis were carefully removed and the area was then irrigated thoroughly. The pt tolerated the procedure well and was discharged the same day.